Event description:
It was reported that during a da vinci-assisted surgical procedure, 8mm maryland bipolar forceps instrument did not work well. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, however, customer could not provide any further details regarding the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have a severely bent grip, causing side to side/vertical misalignment of the grips causing issue reported by the customer. Additional finding not reported by site and was found unrelated to the reported complaint: during visual inspection, the instrument was found with charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test.